Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported the tip of clearview blower/mister was separated suddenly during the surgery. They said they did not exceed a pressure of 60 psi and it was first case that the tip come off. They could not find the separated tip at the time. They did not have enough time to find the tip. So they just closed the chest. They could not confirm whether the tip was in the patient's body or not. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic investigation: visual inspection showed the tip is separated from the device when received. It is unknown what may have caused this issue as the product passed all manufacturing inspection requirements. It is possible this issue occurred during transportation and storage. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported the tip of clearview blower/mister was separated suddenly during the surgery. They said they did not exceed a pressure of 60psi and it was first case that the tip come off. They could not find the separated tip at the time. They did not have enough time to find the tip. So they just closed the chest. They could not confirm whether the tip was in the patient's body or not. No adverse patient effects were reported.